Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient. After positioning the was a contrast injection was performed to visualize the appendage. This contrast injection showed that there was a pericardial effusion present in the laa. The physician prepared, inserted, and successfully deployed the closure device to help slow the flow of blood into the pericardium. The physician then performed a pericardiocentesis and removed 170cc of blood from the pericardium. The patient did not present with any symptoms and the bleeding was managed successfully. The patient was doing well following this event and has been discharged from the hospital.